Manufacturer narrative:
This report is for unknown matrixneuro screws. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review / investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes, reports an event in (B)(6) as follows: it was reported that, on (B)(6) 2019, a peek implant had to be explanted in the patient due to a wound healing disorder. The original implantation occurred on (B)(6) 2019. No further information was provided. This complaint involves three (3) devices. This report is for one (1) unk - screws: matrixneuro. This is report is 2 of 3 for (B)(4).